Event description:
It was reported that noise resulting in oversensing, high pacing thresholds and high pacing impedance was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported events were over sensed noise, elevated pacing threshold, and high pacing lead impedance. As received, a complete lead was returned in three pieces for analysis. The reported events of elevated pacing threshold, and high pacing lead impedance were confirmed. Visual inspection found the ring electrode was covered with calcification/fibrosis. The cause of elevated pacing threshold, and high pacing lead impedance was isolated to calcification found on the ring electrode region. The reported event of over sensed noise was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures. An internal shorting between conductor paths was found at the distal region consistent with procedural damage.